Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the system failed mechanical tests. The system was found to have a faulty door switch that was sticking. Both door side walls were replaced, upper and lower door caps were replaced as well, and system was operational. The system then passed the system checkout and was found to be fully functional. No parts have been returned to the manufacturer for evaluation.

Event description:
Medtronic received information that the image acquisition system (ias) door is not closing. It looks like it was running into something and not aligning anymore. Receiving a door open message on pendant. There was no patient present when this issue was identified.

Manufacturer narrative:
The cable door switch assembly was returned to the manufacturer for analysis. Analysis found that door switch assembly failed continuity test. The door push and release mechanism failed and wont release when pressed. Analysis found that the reported event was related to a electrical issue.